Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged or expired stimulator, inadequate fixation, the patient going through an MRI, not prepping the skin with antiseptic solution, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the clinical representative reported the patient was touching the wound and picking the scabs. Additionally, the patient is obese, has dry skin, and wears a dirty foot and leg brace on the foot where the devices were implanted. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to patient non-compliance as they touched/picked at their wound (user error - patient).

Event description:
The patient reported the coil end of the lead eroded through the skin approximately 1cm. In addition, the implant wound site was healing slowly. Antibiotics were prescribed and an explant procedure was performed on (B)(6)2022. No further issues have been reported.